Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. One lesion was identified in the right coronary artery (rca). The reference vessel diameter was 2.9mm and the lesion length was 10mm with 90% percent stenosis. A 2.75x16mm liberte stent was implanted. An additional procedure was performed in the target lesion; the implant of a second liberte stent due to a dissection. The procedure was evaluated as technically successful. Residual stenosis was 0%. The patient was discharged eleven days after the index procedure without angina or silent ischemia. Aspirin 75mg daily for an indefinite period and clopidogrel 75mg daily for 1 month were prescribed.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.